Event description:
It was reported that there were air bubbles in the reservoir and the tubing. The customer's blood glucose had increased to 19 mmol/l. The customer had stored the insulin at room temperature. There were no air bubbles in the infusion set after the filling process; the bubbles occurred after two hours and later. The high pressure test was postponed since the customer had just changed everything. The customer stated that they wanted to monitor their blood glucose and if it did not decrease they would call back to continue the troubleshooting process. The customer was sure that the problem occurred when they switch to a new box of reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).